Event description:
In 2008, the lay user/reporter contacted lifescan (lfs) alleging that the one touch ultra meter was reading inaccurately high. The complaint was classified based on the customer service rep (csr) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain additional info. The pt tests her blood glucose at least four times a day and manages her diabetes with apidra and lantus on a sliding scale. On the same day at around 8:54 am, the pt claimed that his meter was reading inaccurately high. As a result of the reported meter issue, the pt reportedly skipped 24 units of lantus during the night. At an unspecified time and date, the pt stated that he would get readings of "227 and 286 mg/dl" on the subject meter. He also reports readings of "254 and 57 mg/dl" taken within three hours apart. Based on lfs precision testing criteria, the testing time for meter to same meter must be performed within 20 minutes apart. The pt reportedly ate food and beverage when he obtained the alleged "57 mg/dl" on the subject meter. At an unspecified time and date after the reported meter issue, the pt reported developing symptoms of "sweating and weak". The pt as a result of these symptoms mentioned no medical interventions or treatment. The results in the meter's memory matched. The puncture area and testing technique was correct at the time of testing. The unit of measurement was set correctly to mg/dl during the time of testing also. The pt's products are being replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.